Event description:
It was reported that during an unknown procedure the jaws of the device stayed closed on tissue and would not reopen. The jaw was forced open with another instrument. Procedure was completed with the same like product. There was no adverse effect to the patient was reported. One device will be returned for evaluation.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The instrument was received in good visual condition. During functional testing it was noted that when cycling the handle the I-blade would not translate down the jaw. This resulted in the jaw not opening and closing as expected. When tested with the generator, the generator detected the device and no error codes were noted. The instrument was disassembled and it was noted that the post on the trigger plate was broken off and not returned with the instrument. It was also noted that the sector gear had scratches on the side that interfaces with the lh trigger plate. The lack of a post on the trigger plate allows the sector gear to move when the handle is cycled without moving the blade back and forth. This resulted in the jaw not opening and closing as expected.